Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a gastric bypass procedure, the jaws of the device would not open after closing on tissue. The surgeon had to use a lot of force with his hand on the hand piece to get the jaws to open. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch #m91x8t. Corrected manufacturing and expiration dates. The device was received in good physical condition. The device was received in good physical condition. The jaws opened and closed normally and no anomalies were found when the device was inspected under a microscope. The device was connected to a gen11 generator for functional testing. During testing the device passed all tested with no alert screens being displayed. The device was conforming. The batch history records were reviewed with no anomalies noted during the manufacturing process.